Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that he was originally implanted with his inflatable penile prosthesis (ipp) device in (B)(6) 2020. He stated he has always had "much trouble" with the device to the point that he has stopped using it. When he went in to get his device checked, the doctor stated there was a malfunction of the pump. No revision has been planned as the patient is looking for a surgeon to perform the surgery.

Event description:
It was reported by the patient that he was originally implanted with his inflatable penile prosthesis (ipp) device in (B)(6)2020. He stated he has always had "much trouble" with the device to the point that he has stopped using it. When he went in to get his device checked, the doctor stated there was a malfunction of the pump. No revision has been planned as the patient is looking for a surgeon to perform the surgery.

Manufacturer narrative:
Combination product? - corrected b3 - date of event entered is an estimated date as the exact date of event was not provided.